Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a code that indicated there was a patient data issue. Technical services (ts) was consulted and noted this occurred due to an error where patient's data was reset including implant date. Engineering confirmed that this is a benign error and the s-ICD operating and battery appear to be normal. The s-ICD remains in service and no adverse effects were reported. Additional information was received that this patient data issue occurred again. Upon interrogation of the s-ICD after an MRI was performed a code displayed indicating the patient data was reset. Ts was consulted and discussed potential causes including radiation, high altitude, cosmic rays or other external factors. Engineering confirmed that this is a benign error and the s-ICD operating and battery appears to be depleting normally. Ts noted that stored and captured s-ECG data won't be affected, and therapy remains available to the patient. It was noted that the patient data can be re-entered manually, however the programmer resets the implant date to the last manual or automatic sensing set up and cannot be corrected. The reported battery percent remaining will likely increase and the battery percent remaining is expected to be high until it reaches 15-20 percent. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a code that indicated there was a patient data issue. Technical services (ts) was consulted and noted this occurred due to an error where patient's data was reset including implant date. Engineering confirmed that this is a benign error and the s-ICD operating and battery appear to be normal. The s-ICD remains in service and no adverse effects were reported.